Event description:
It was reported that during a follow up, decreased sensing and high thresholds were observed. The lead was explanted and replaced. The patient condition is good after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.